Manufacturer narrative:
(B)(4). Evaluation code: a visual inspection of the returned product found one of the haptics torn and a scratch and tear on the optic. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter stated the surgeon inserted and removed a cc4204a collamer single piece lens, +27.0 diopter, due to the surgeon felt the lens was going to fall back. There was no tear or any patient injury. The reporter stated the capsule was too large. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.